Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to clinical reasons. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Correction: the previous or initial MDR submitted on december 9, 2022, was filed inadvertently. No device malfunction/ explantation or serious injury has occurred.